Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer replace the speakers and/or central processing unit. The customer replaced the speakers and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit logged an error 1102 (primary alarm failed). There was no patient involvement.